Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The 5vdc ps2 power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.